Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of peripheral neuropathy and spi nal pain. It was reported that the patient has to charge the ins every 27 hours and they used to charge every 2 ¿ 3 days. The patient spoke to a manufacturer representative and was told to reset the controller. It was noted that the patient¿s healthcare provider (hcp) had made changes to program a, but they never had an issue with charging the ins until after the ins was discharged. The patient stated that it took them 3 hours to charge the ins after it was discharged, and the charging frequency hasn't been the same since. The patient reported that they let the ins discharge because their feet were doing well and because they can't always remember to charge. The patient¿s foot started to feel worse, so they knew the ins was off and that they needed to charge it. No further complications are anticipated.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider (hcp). It was reported the cause of the issue was the patient's current programming. The device was reprogrammed and the issue was resolved. No further complications were reported.